Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested however, not received to date: how many patient events? Address the following questions for each patient event. Name of surgery? Date of surgery? What post operative date did the dermabond come off? It was noted that benzoin or equivalent and steri strips are used to close the wound. A staple gun may have been used. Please specify any and all medical / surgical treatment provided to address the wound after the dermabond comes off? What prep was used prior to, during or after dermabond use? How many layers of adhesive were used over during application? What is the physicians opinion of the contributing factors of the issue? Patient demographics: initials / ID; age or date of birth; bmi, gender. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. The surgeon removed the telfa dressing and the adhesive came off with the telfa. There were no adverse consequences for the patient. Topical benzoin or equivalent and steri strips are used to close the wound. It is unknown if device will be returned.